Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/01/2025, a sales representative reported via (B)(4) and phone that an ar-8860j jig pars missed the inner tines. This event occurred during an achilles rupture repair. The issue occurred when the device¿s inner tines were loose, causing the passer to miss the achilles tendon. The case was completed by extending the incision and using a traditional stitch.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is confirmed. -visual inspection of the jig, pars, noted normal signs of wear on the device. -functional testing was performed and noted that the jigs did not work as required. Per dfu-0023-eo - e. Inspection and maintenance - 1. Arthrex non-sterile devices are precision medical devices and must be used and handled with care. Inspect the devices for damage prior to use, and at all stages of handling thereafter. If damage is detected, do not use the device prior to consulting the manufacturer for guidance the most likely cause of the reported failure can be attributed to wear and tear damage resulting from repeated extended use of the device in the field. Manufacturing date 2011. -refer to investigation photos. -complaint allegation is confirmed.